Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed rewind, basic occlusion, and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked reservoir tube lip noted.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer's blood glucose level was 114 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.